Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Visual examination of the provided picture identified a broken / fractured tension gauge. The device shows signs of use such as scratches. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b3; b4; b5; e1; e2; e3; g2; g3; h2; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial knee procedure, the tension gauge fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: spain. Diligence is in progress to determine whether the device is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.